Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that one of the two springs for the lock tabs had failed and were not pushing on the lock tabs in order to secure cutters when the burr lock mechanism assembly was disassembled. It was noted that one of the springs was observed to be out of place and deformed and the other spring was out of place and completely gone. Therefore, the reported condition was confirmed. It was noted that the cause for the springs to come out of place was due to the handpiece being ran without a cutter. The assignable root cause was determined to be due to component damage caused by user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). Reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a posterior cervical fusion procedure, it was discovered that the handpiece device would not retain a drill bit; and that it would just fall out. It was reported that there was a five minute delay and a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.